Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a generator change, automatic mode switch episodes due to noise on the right atrial lead. When the pocket was opened an insulation anomaly was noted. The physician used medical adhesive to repair the lead and would continued to be used. The patient was doing well post procedure and would continue to be monitored.